Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose to exceed high levels, though the specific value remained unknown. A correction injection using multiple daily injections (mdi was administered to address the high bg level. The customer resolved the issue by resuming insulin.